Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a frozen display. Customer¿s blood glucose level was 152 mg/dl and 174 mg/dl. Customer was tried to calibrate but it said calibration not occur. After few hours again customer checked her blood glucose and the blood glucose level was 149 mg/dl. The product will not return for the analysis.